Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: trying to reach out through multiple patient service calls and emails last year for several months, but never received any help or information. They were advised by multiple dentists to remove and postpone their byte aligners due to damage it was causing to their gums, in addition to needing dental work that would alter their bite. After completing the necessary dental work, the patient reached out again but still did not receive any information regarding the process or cost to get new aligners and start a new plan. The clinical team requested a letter of recommendation. No further documentation or response from the patient regarding the complaint has been received. The photos available are from 2021. A clinical review will be conducted to determine if the patient should have been rejected for treatment due to gingival recession, using the photos provided in the patient's files to assess reportability.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.